Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident insertion difficulties and subsequent delay remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history records for all potential batch numbers were reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving remains unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the procedure, skiving occurred while flushing the sheath. During transseptal puncture, the needle would not come out of the sheath as visualized on ice. Upon removal from the patient, the needle would not advance out of the sheath. After removing needle from sheath, the needle was flushed, and skiving was noted. The process was repeated with a second needle and sheath with the same result. Transseptal puncture was attempted with an agilis and 98 cm needle and resistance was noted. The needle was able to advance after removal from the patient, but transseptal puncture could not be done. Transseptal was attempted for a 4th time with a new sl1 sheath and the second 71 cm brk needle after being flushed and was finally successful.